Event description:
The complainant reported that during support there was a massive leakage from the purge sidearm. The pump was replaced. There was no patient injury. The procedure outcome was reported as calm and stable with great results.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This MDR serves as a notification, in which MDR was erroneously filed as a duplicate of MDR 1220648-2025-46900. Please refer to MDR 1220648-2025-46900 for all reports filed for this device.